Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. 683282) for female sterilisation. The patient had a medical history of parity 2, multi gravida, ovarian cyst, pregnancy, menorrhagia, dysplasia, endometriosis, menometrorrhagia, abdominal pain and overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, lavh). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: hysterosalpingogram: scout film demonstrates the presence of 2 essure devices. With the retrograde administration of contrast material, a normal appearing uterine cavity was identified. No reflux into the tubes beyond the level of the essure devices was identified. Impression: evidence of satisfactory essure placement. [Pathology test] on (B)(6) 2018: tests: (1) uterus, tubes, and ovaries bilaterally, result: uterus and bilateral fallopian tubes and ovaries: -chronic cervicitis and squamous metaplasia, cervix. -secretory-type endometrium, endomyometrium. -benign paratubal cysts, left fallopian tube. -right fallopian tube without diagnostic alteration. -cystic corpus luteum, right ovary, -cystic follicles, left ovary. No evidence of dysplasia, atypical hyperplasia or malignancy. Gross description: no leiomyomatous nodules are noted. The left violaceous fimbriated fallopian tube measures 5.2 cm ln length and 0.9 cm in diameter. Multiple paratubal serous fluid-filled cysts are noted measuring up to 2.2 cm in greatest dimension. Parenchyma shows the usual white heterogeneous architecture with no masses identified. The right violaceous fimbriated fallopian tube measures 6,2 cm in length and up to 1.0 cm in diameter. No paratubal cysts are identified. [Ultrasound scan] (date unknown): s notable for small cysts on both ovaries and some free fluid, possible ruptured cyst, this has happened in the past as well. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters, medical history, lab data, patient information, indication, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. 683282) for female sterilisation. The patient had a medical history of parity 2, multi gravida, ovarian cyst, pregnancy, menorrhagia, dysplasia, endometriosis, menometrorrhagia, abdominal pain and overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, lavh). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: hysterosalpingogram: scout film demonstrates the presence of 2 essure devices. With the retrograde administration of contrast material, a normal appearing uterine cavity was identified. No reflux into the tubes beyond the level of the essure devices was identified. Impression: evidence of satisfactory essure placement. [Pathology test] on (B)(6) 2018: tests: (1) uterus, tubes, and ovaries bilaterally, result: uterus and bilateral fallopian tubes and ovaries: chronic cervicitis and squamous metaplasia, cervix. Secretory-type endometrium, endomyometrium. Benign paratubal cysts, left fallopian tube. Right fallopian tube without diagnostic alteration. Cystic corpus luteum, right ovary, cystic follicles, left ovary. No evidence of dysplasia, atypical hyperplasia or malignancy. Gross description: no leiomyomatous nodules are noted. The left violaceous fimbriated fallopian tube measures 5.2 cm ln length and 0.9 cm in diameter. Multiple paratubal serous fluid-filled cysts are noted measuring up to 2.2 cm in greatest dimension. Parenchyma shows the usual white heterogeneous architecture with no masses identified. The right violaceous fimbriated fallopian tube measures 6,2 cm in length and up to 1.0 cm in diameter. No paratubal cysts are identified. [Ultrasound scan] (date unknown): s notable for small cysts on both ovaries and some free fluid, possible ruptured cyst, this has happened in the past as well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.